Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: inspection of the keypad found it to be fully intact and there was no damage or peeling observed. All of the keys responded appropriately. There was no contamination found under the keys. There was no defect found. Unrelated to the complaint, evaluation revealed that the scratched display screen, which has no effect on insulin delivery. Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that the up arrow and down arrow keypad buttons were intermittently unresponsive. There is no patient impact with this event. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.